Event description:
It was reported by the sales rep that during an open esophagastrectomy procedure, the device stopped working intermittently. On two separate occasions, the min and max buttons were depressed but no energy activation resulted. The message on the generator stated "replace instrument" and then the generator requested the device to be retested. The device was disconnected, retested, appeared to work fine, and then failed. A new disposable was opened, installed, tested, and it worked properly for a few minutes. The disposable then failed again. At this point, I recommended switching the generator as well. The device worked, and then failed. I then recommended replacing the hp054 handpiece. The case was then completed without incidence. There were no patient consequences. Two devices will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. Upon visual inspection it was noted that the handpiece cable had non ees components (cable at the end-cap). It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and evidence of refurbished activities and component replacement was noted. The internal hand activation wire was different from the standard wire used at the current ees manufacturing process.